Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) due to a ¿bibag not draining¿ issue that was occurring on a 2008t hemodialysis (hd) machine. The biomed had already replaced multiple parts on the machine, including the following: the bibag distribution boards (1 and 2), the bibag interface board, the function board, the motherboard, the sensor board, the actuator board, valve 105, valve 100, valve 108 and all balance chamber valves. The biomed was requesting further troubleshooting guidance from ts. Additional details were obtained through follow-up with the biomed. The biomed reported finding thermal damage on the inside of valve 103; they said that it looked charred. There was no burning smell noticed. The biomed said the affected component was not brand new ¿ the valve had been taken from another machine during troubleshooting for an unrelated issue. No thermal damage was noted on any other components. The biomed said the machine had approximately 44,500 operating hours on it. The machine did not have a history of failing the electrical leakage test. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. There were no reports of smoke, sparks, or flames. The biomed replaced valve 103 and this resolved the issue. After completing the repair, the machine passed all functional checks and was returned to service. No photos of the damaged valve were available. No sample was available to be sent back for evaluation. There was no patient involvement associated with this event.